Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor alarm in the past. The customer's blood glucose value was unknown at the time of the incident. It was also reported that the insulin pump does squirted out insulin. The insulin pump needed to change batteries every 2 weeks at the most. The insulin pump did not have the low battery warning before the battery die. The customer reported scuff mark on the right edge of screen, hairline crack on the upper right of the screen about half an inch. The device will not be returned for analysis.